Event description:
It was reported that the pt underwent a sling procedure on an unk date. The pt experienced unspecified injuries, pain, medical expenses and treatment. No additional info was provided at this time.

Manufacturer narrative:
(B)(4) - unspecified injuries. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.